Manufacturer narrative:
E11: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an infusion set tubing detachment on (B)(6) 2025 leading to high bloof glucose level. The patient was sleeping at the time of the event. The site of detachment was tubing connector. The infusion set was in use for 2 days. The site of insertion was stomach. No further information available.